Event description:
A pt reported experiencing inaccurate erratic results with a otb meter. The pt's blood glucose results were 105, 210mg/dl. Tests were done within >10 mins with a difference of 59%. Pt did not experience any adverse events. No further info has been reported.